Manufacturer narrative:
The biomedical engineer (bme) reported that the ECG signal intermittently drops out when taking nibp measurements. He also noted that moving the ECG connection can sometimes cause the ECG signal to stop. In some instances, the gz-130p does not detect the ECG signal at all. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the ECG signal intermittently drops out when taking nibp measurements. He also noted that moving the ECG connection can sometimes cause the ECG signal to stop. In some instances, the gz-130p does not detect the ECG signal at all. No patient harm was reported.